Event description:
IV beeping. Registered nurse found IV channel dripping with liquid during infusion of heparin. IV tubing found with small puncture hole within locked channel after inspection. Biomed report: a pinhole was discovered in the silicone pumping segment of the set just below the upper plastic retainer where the pump segment attaches to it.